Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 27.8 mmol/l. The customer reported three motor errors on their pump. The customer stated that all three motor errors occurred on the same infusion set. The customer stated that the drive support cap is fine. The customer stated that the visual bolus test passed. The customer stated that there was a compromised force sensor system alarm in the alarm history. The customer will be sent a replacement pump.